Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on going use, while the physician was performing a box change, insulation damage was observed on the right atrial (ra) lead. The physician noted that there were no impedance changes at clinic. The lead remains in situ and has been capped. The replacement system was implanted on the right side, however a new ra lead was not able to be implanted due to a silent atrium (no capture/sensing). A vvi system was implanted instead. The patient returned to clinic with fluid retention and symptoms of heart failure was suspected. No further information was provided.